Event description:
When preparing IV bags to use in chemotherapy pumps I had 2 intravia empty containers with a loose part of the bag from the port floating in the bag. This occurred after the IV bag had been completely filled with chemotherapy drug and when the bag was spiked with tubing from the pump a membrane from the bag port broke off and became free floating in the drug. Ref report: mw5158890.